Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leakage problem, no injury reported. The outcome of the event was resolved.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The sample was received in used conditions without its original packaging, decontaminated and inside a plastic bag. Visual inspection and functional test were performed. Visual inspection found all components present, and the sample does not present any damage that could cause malfunctions. Functional test was conducted for leak by introducing water in the product. Leak was observed between the tube and 3-y-connector in one of the units. By the physical evaluation of the units, the complaint is confirmed. After sample evaluation the most probable root cause for the leak condition is due to lack of adhesive s-10 between tube and connector, during bonding assembly. For corrective action, an awareness notification was conducted by the quality engineer on 15-feb-2023 to the production personnel to explain the importance of adherence in the procedure. Root cause is traced to manufacturing. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)